Event description:
It was reported that the patient noticed on the morning of report that her implantable neurostimulator (ins) seemed to move around and flip on its side. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v906983, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
Additional information: it was reported that the cause of the event was unknown, not aware that the neurostimulator could "flip around." The patient had a follow up appointment and was scheduled for programming. There were no signs or symptoms, no injury, and no hospitalization associated with this event. Additional information has been requested, but was not available as of the date of this report.